Manufacturer narrative:
Evaluation: summary complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that 16 years following an intraocular lens (iol) implant procedure, the iol is dislocated. According to the doctor, the dislocation was not because of a lens defect or the fault of the lens. No explanation as to the possible cause of the event was provided. Additional information was requested.